Manufacturer narrative:
The device ro15046 has been inspected for investigation purpose. A preventive maintenance, including an accuracy test was completed the day before the surgery and all test were pass. The issue was observed on only one electrode and was attributed to surgeon error.

Event description:
It was reported that during a surgery an inaccuracy issue has been observed when placing one electrode. No reported injury.